Manufacturer narrative:
Concomitant medical products: product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
Information received from a health care professional reported that the implantable neurostimulator (ins) was explanted in (B)(6) 2015 and the lead wires were left in the patient's body. The patient stated that it didn't work to relieve pain, and that the patient had a lot of weight loss and the ins moved which caused more surface pain. The issue occurred during use in (B)(6) 2015. The patient's indication for use was noted to be radiculopathy.

Manufacturer narrative:
Product ID 39565-65 lot# (B)(4) implanted: (B)(6)2011 explanted: product type lead product ID 39565-65 lot# (B)(4) implanted: (B)(6)2011 explanted: if information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient with an implantable neuro stimulator (ins).it was reported that the device was defective that is why it was removed but the leads remain. No patient symptoms or complications were reported in this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.